Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raw. The irritation was underneath the lifevest near the vibration box. There was no alleged device malfunction contributing to the irritation. The patient was prescribed oxidozinc cream by a medical professional and covered with gauze. Follow up indicated the irritation improved .